Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump while performing a set change. The customer's blood glucose level was 250 mg/dl when reporting the issue, but unknown at the time of the event. While troubleshooting, the customer reported that the drive support cap was sticking out. He then pressed it, but not while connected. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.